Event description:
A facility reported that during a meatotomy, the surgeon used the sinus tube suction (mcen766) on cartilage and the device failed, which conducted to delay the surgery. The device was in contact with the patient; however, no patient injury occurred and delay in surgery time is unknown.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The sinus tube suction (mcen766) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Root cause: evaluation of the sinus tube suction found that the device was broken at the laser welding between the handle and the tube. The tube itself was not returned for evaluation. No manufacturing defect was found, the laser welding was compliant. Failure analysis: as the tube is a fragile part, this issue is likely due to an improper handling of the device during the storage or the reprocessing. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.